Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that an alert had been triggered due to non-sustained episodes and short v-v intervals. Ventricular oversensing was noted on electrograms. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.